Event description:
It was reported that a corrective procedure took place on (B)(6) 2019, a week after initial implant of a right ventricular lead after a follow up appointment revealed higher thresholds which was due to the lead being dislodged. This lead was implanted in the left side but due to a right hand fracture the patient was raising his left hand, this is the suspected cause of the dislodgment. The dislodged lead was corrected. No further issues were reported. No adverse health effects were reported. This lead remains in service.